Event description:
Incrementing probe with standard prass tip. Reference #: (B)(4). Lot #: 0208989168. Tip continually falling out of handpiece. New handpiece was not opened. Surgical team continued using it, stating that they would use it cautiously. Service lead aware. Paged biomed and placed in decontamination for pick up. No injury to patient.